Event description:
The hearing aid (h/a) user consulted with their physician about discomfort experienced while wearing the device. The doctor stated that wearing the hearing aid led to an infection in the user's outer ear, and that the infection may continue as long as the user regularly wore the device.